Event description:
Customer reportedly received results of 184 mg/dl and 91 mg/dl within 10 minutes on the advantage sys. No action was taken based on device results. No blood glucose results reported with these results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.